Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device impedance has been running chronically high with noted short interval counter (sic). However, no medical intervention was necessary and patient is being monitored. The ICD remains in use. No patient complications have been reported as a result of this event.